Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was broken during the operation, so the clip could not be used; then changing a new one to continue. The broken clip fell inside the patient and all parts were removed. No other intervention was required.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok l clips 6/cart 84/box lot# 73b1800270 was manufactured on 02/12/2018 a total of (B)(4) pieces. Lot was released on 02/16/2018. DHR investigation did not show issues related to complaint. The pictures were unable to be confirmed failure mode reported as "broken/detached parts-info not provided". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. A verification of failure mode reported in the current manufacturing process was conducted as follows: (B)(4) samples were taken from the current production p/n 544240 hemolok l clips 6/cart 84/box lot# 73m1900206, the samples were functionally inspected, and during the inspection issue reported "broken/detached parts-info not provided" was not observed in the current manufacturing process. Revision of fmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. The pictures were unable to be confirmed failure mode reported as "broken/detached parts-info not provided". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions.

Event description:
It was reported that the clip was broken during the operation, so the clip could not be used; then changing a new one to continue. The broken clip fell inside the patient and all parts were removed. No other intervention was required.